Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and cracked; bottom case, interconnect board, speaker and plunger tube were contaminated, right plunger case was cracked, and the left plunger case inside screw insert was broken off; very old worn dirty drive train parts. Event history log (ehl) showed: motor rate error alarm. Occlusion tests and inspection were performed and the reported problem was duplicated; caused by the motor assembly. The root cause of the issue was deemed to be normal wear - pump was over 10 years old. Action(s) taken to mitigate the reported issue(s): replaced motor assembly and top case.

Event description:
It was reported that the pump failed verification test and had a broken case. No patient injury was reported.